Event description:
The caller alleged discrepant results when repeated test with inratio. The results are as follows: 5, 3.2, 5.6.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 5, 3.2, 5.6. Average: 4.6, stdev: 1.25, %cv 27.15. As per internal procedure (B) (4), if the %cv is greater than 20% the criterion is not met. The product will be investigated. Also as per internal procedure (B) (4), if the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to change in the status of the patient.